Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. An undocumented number of days after the sensor was inserted, the patient was not feeling well, felt dizzy and experienced presyncope. The estimated glucose value (egv) at that time was not documented. It was also not documented whether the bg was checked. She was able to call the paramedics for help. When the paramedics arrived, they took her blood sugar level with a finger stick and it showed 46 mg/dl and her dexcom was reading 179 mg/dl. She was rushed to the hospital for treatment and given intravenous (IV) fluids to get her blood sugar stable. The patient did not recall the numbers taken for comparison when she was in the hospital. After almost a day, she was released from the hospital and she went home. There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.